Event description:
A report was received stating that the patient was having difficulty charging and having to charge frequently. A bsn sales representative analyzed the database of the patient's implant and determined that the implant battery was depleting prematurely. No further information regarding the next course of action has been determined at this time.